Event description:
It was reported by the customer that a bd pyxis medstation es system had patients missing on the medstation. Customer stated that issue caused a delay in dispensing the medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate (B)(4) similar complaint with the same failure mode for this serial number. Case: (B)(4) ¿ es - 5 new patients not crossing - lg-14w 2. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the maintenance service was missing on the station. A field service engineer dialed into the station, found the maintenance service was missing, checked on salesforce, found a knowledge article that explained how to downgrade the station to reinstall the maintenance service, followed the directions, and was able to get the maintenance service reinstalled. The system functioned as intended after the field service engineer troubleshot the device.